Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 2010. E1 - this complaint was received through: ms. (B)(6), phone: (B)(6) email: (B)(6)@icumed.com.

Event description:
A complaint was received regarding a 6" (15cm) smallbore bifuse ext set w/2 clave¿ clear, 3 clamps, spin luer, that experienced breakage during patient use. The reporter stated that during the night, the catheter broke accidentally. The set was being used on a 15-year-old female patient, with a cadd solis vip pump and blinatumomab medication was being administered. Two pictures were provided by the customer, and the product is not available for evaluation. There was delay in critical therapy, although there was no reported harm. Loliveira 10-apr-2025 update: gcm received an email on 11-apr-2025 from the ICU medical sales representative confirming that the hospital could not verify the lot number of the product involved in the event. Loliveira 11-apr-2025.

Manufacturer narrative:
The probable cause of a broken set could be confirmed from the photos provided. However, without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined. No lot was received for a device history review (DHR) review.